Event description:
Prodisc-c was implanted at c5-c6 on (B)(6) 2012.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Manufacturer narrative:
(B)(4): investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided. (B)(4): placeholder.

Event description:
A prodisc c was explanted due to implant migration. The device had partially expulsed out of the vertebral body. The surgeon performed a fusion after removing the implant and used a competitors product.